Event description:
A medtronic rep reported that a surgeon told them that when they booted up the system, the camera/tiu kept cycling/beeping. There was no pt present.

Manufacturer narrative:
The initial report was received on (B)(6) 2012 and found to be a non-reportable malfunction based on the info available. On (B)(6) 2012, new info was available through eval of the returned device and the decision was changed to a reportable malfunction. The returned psu did not cycle as reported, but was found to be out of calibration due to an electrical issue. The psu was also not a polestar camera as reported. The firmware was not rev 22 indicating polestar, but rather was rev 21 indicating a normal p2 camera. During a functional test, the psu returned high geometry error for both active and passive instruments. The psu was not able to identify enough markers to run the aak test. The other parts returned were found to be fully functional and did not cause the reported event. The components were replaced, system was tested, and it was determined that the issue was resolved.